Event description:
The friend of a female pt contacted lifecor customer support to report that the pt's belt had gelled. Pt stated that she was removing the system and forgot to remove the battery. She had been placing the gel from the packets on the therapy electrodes and was running out. Support sent the pt a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.